Event description:
It was later reported that the source of the electric shocks was not identified. The patient had declined intervention, and the system controller was not exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient felt an electrical current when they were hooked up to the wall unit at home. They said this would happen on all outlets but not on battery power. No issues were seen with the patient's wires or connections. The patient stated this only happened when their arms were resting on the back side of the system controller. The customer was instructed to assess if any paint was chipped off the controller exposing metal of the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number (B)(6) causing the patient to feel electrical current was unable to be confirmed through this analysis. Submitted log files captured no notable events and found the pump to be operating as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use section 6 ¿ ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. The heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works,¿ section 3 ¿ ¿powering the system,¿ section 4 ¿ ¿living with the heartmate 3,¿ and section 6 ¿ ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.